Event description:
Clinical study: it was reported that post index procedure, the patient had a stent thrombosis (st) and target vessel revascularization (tvr). The index procedure treated a de novo lesion in the mid left anterior descending artery (lad). The lesion was 3 mm wide, 20 mm long, and 70% stenosed. There was moderate calcification and moderate tortuosity. The physician direct stented the lesion with a 3.0 x 20 mm taxus express2 stent. Residual stenosis was 0%. The patient received plavix during the procedure. The patient was discharged one day later on aspirin, plavix and pravachol. On day 728, the patient had an st confirmed by angiography. A tvr was performed in the mid lad, in which a taxus express2 stent was placed. The event was considered resolved that day, and the patient was discharged one day later. In the opinion of the physician, there is no relationship between the st/tvr and the taxus stent.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 6123105 found that the device met its material, assembly and product specifications, at the time of release to distribution.